Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the burr became stuck in lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink¿ plus was selected to be used. During ablation, the burr was passed through the distal part of the lesion but the burr got stuck when it was pulled out. Several non bsc device were used in attempt to remove the stuck burr but failed. A guidezilla was inserted again into the 6f guiding catheter and was delivered near the stuck area. Then, the burr was successfully removed and was retrieved inside the guidezilla. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted only of the rotalink burr attached to the coil inside a guidezilla device with portion of a rotawire inside the burr/coil. The advancer, handshake connections, burr housing and sheath were not returned for product analysis. The portion of the returned rotablator device was able to be removed from the guidezilla; however, there was resistance as the device isn¿t compatible with the rotablator 1.5mm burr device. The coil, burr, and annulus were microscopically and visually inspected. The coil was noted to be detached/separated from the handshake connection. Only 138cm of the coil was returned with the burr attached. The burr was measured with a calibrated snap gauge and was noted to be within specification. There was no damage to the burr. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2017-02435. It was reported that the burr became stuck in lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink¿ plus was selected to be used. During ablation, the burr was passed through the distal part of the lesion but the burr got stuck when it was pulled out. Several non bsc device were used in attempt to remove the stuck burr but failed. A guidezilla was inserted again into the 6f guiding catheter and was delivered near the stuck area. Then, the burr was successfully removed and was retrieved inside the guidezilla. The procedure was completed with this device. No patient complications were reported.